Event description:
The customer contact reported the device touchscreen not working. The device was returned to the biomedical department for an unspecified reason. No info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen intermittently does not respond when pressed. No additional info was provided.

Manufacturer narrative:
Initially the device passed testing; however, corrosion was noted on the touchscreen. During a review of the device history a touchscreen malfunction alarm code was noted. The probable cause of the customers reported event was corrosion on the touchscreen due to fluid ingress. Although the device passed testing, this device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.